Event description:
Uterine stapler used during cesarean section, which cuts and staples uterine edges. A piece of metal was noticed at wound edge. The stapler was inspected, and found that 2 metal plugs were missing from lower jaw. One plug was retrieved.